Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went in to the doctor¿s office for a post implant follow up where the bandage was removed. It was noticed that there was drainage from the ins incision and that the incision was open where the ins could be seen. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The incision was rebandaged but there was still drainage leaking. The doctor will be taking the patient to the or on (B)(6) 2019. It was unsure if the ins or if both the ins and lead will be removed. The issue was not resolve at the time of report. The surgical intervention had not occurred but was scheduled for (B)(6) 2019. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 confirmed that the ins and lead were replaced by the physician on (B)(6) 2019. The representative stated that, after speaking to the patient, the issue was resolved. It was noted that the representative was not present at the procedure so the explanted ins and lead were likely placed in the biohazard bin after the case. There were no further complications reported or anticipated.